Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. The event of "discomfort" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: method of use-posology: juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. After needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported that during an injection of juvederm® voluma¿ with lidocaine in ck3, "on aspiration the plunger became dislodged from the syringe. Discomfort to patient caused as the needle [went] down to [the] bone. Aspiration technique was normal".